Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on an unknown date via tka for the patient¿s left knee joint. When the primary surgery, the implant was set as malalignment. The surgeon decided to perform the revision surgery because the patient had a pain due to the implant¿s malalignment. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the tibial tray and the tibial insert . During the revision surgery, the surgeon judged that there was no loosening at the femoral component. The revision surgery was completed. The surgeon commented that there was no causal relation between this even to the products. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.